Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found disconnected tubing at pinch valve vl46a to the sheath coil. He replaced the tubing at vl46a. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The customer could not identify the source of the leak of 20 ml of diluent/clenz mixture. The leak was not contained. The customer took the analyzer out of service. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat, goggles, and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.